Event description:
It was reported the programming head is not working. The programmer head was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported programming head issue; rf (radio frequency) head failed uplink functional tests and was not able to interrogate with devices. Rf head cable found out of electrical specification. Analysis also found the rf head label was missing the laminate. (B)(4).